Event description:
It was reported that after an osteotomy procedure, the surgeon noticed that a part of the connector between the blade and the handpiece was broken and stayed in patient's body. It was also reported that the patient experienced pain and an additional surgery was performed to remove the blade fragment. It was also reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that after an osteotomy procedure, the surgeon noticed that a part of the connector between the blade and the handpiece was broken and stayed in patient's body. It was also reported that the patient experienced pain and an additional surgery was performed to remove the blade fragment. It was also reported that there were no delays as a result of this event and the procedure was completed successfully.